Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that in an arthroscopic image, the device's plate is shown deployed and not fixed into the meniscus. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to insufficient depth of tissue penetration. As a result, the plate did not fully pass through the soft tissue and was subsequently pulled out along with the device. As per instructions for use (IFU); at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. The potential cause for the cut suture is attributed to over tension of the suture. As per instructions for use (IFU), use caution when tensioning the suture. Overtensioning may cause suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscal repair procedure, it was discovered that the second plate could not fix the meniscus after deployment. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.